Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6).the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the colonovideoscope tested positive for less than 1 colony forming units (cfus) of aerobic, mesophilic germs. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d8, e1, h4, h6, and h11. This report is being supplemented to provide additional information and legal manufacture's (lm) investigation results. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.